Event description:
During a ptca procedure of a vein graft, multiple wires were utilized in unsuccessful attempts to pass the balloon catheter across the distal anastomosis site. All wires were inspected and all appeared to be intact. The pt was discharged with continued pain.